Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). Patient reported their previous healthcare provider placed the ins in the wrong place, it was in their back when it should be in there butt. No patient symptoms were reported. No further complications were reported or anticipated.